Manufacturer narrative:
The entire device was not explanted. Only a portion of the device was removed and was not available for evaluation at this time.

Event description:
Approximately five months post-operatively, it was noted that a portion of the implant construct had migrated posteriorly. A surgical procedure was performed successfully to remove the displaced portion.